Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 60mm aaa. It was reported that during the index procedure, the approach from the patient's left fa was attempted by using a cutdown, but the device was removed due to calcification and tortuosity. The device could not be delivered, and several attempts were made, but it did not pass through. When it was removed and checked, damage to the delivery system was confirmed and further use was discontinued. Damage to the left access site was observed and surgical repair was performed. Per the physician the cause of the event is anatomy related due to calcification at the left fa approach site which may have affected the deformation of the delivery system. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was noted that an incision was made to advance/insert the device. It was clarified that a non-serious dissection occurred in the left femoral artery (fa). There was no excessive bleeding, and the situation will be monitored. No vessel perforation occurred. The patient did not undergo an open repair to treat the aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.